Event description:
Purchased the glucowatch for the pt with juvenile diabetes. The watch could not be calibrated if the subject moved at all. The watch skipped readings if the subject moved. The readings obtained were nonsense. Reporter tried it on self to see if they could make it work on a nondiabetic. It skipped reading if they moved at all. It gave them blood glucose readings between 40 and 200 and their blood glucose is very steady between 90 and 110. The device was very painful for pt. Rptr felt no pain using it, but the next day two very itchy welts appeared at the wear site and remained red, swollen and itchy for 1 week. Reporter thinks this device is a scam and certainly not at all practical. Reporter checks the pt's blood sugar 15 times a day and through the night. They both find conventional testing preferrable to the glucowatch. Reporter does not know how it passed FDA approval.